Event description:
It was reported that outside of surgery, the pins are stuck on mesher and no longer fit. During device evaluation it was discovered that the comb was bent. There was no patient involvement. Due diligence is complete, no further information is available.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial / final report based on information discovered during the device evaluation. Review of the most recent repair record determined that the comb was bent and there was a cutter stuck in the device. The sliding pins did not work. Comb, side plates, bottom roll, and ball detent were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported issue is attributed to device design. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.